Event description:
A malfunction on the customer's pump was reported. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and after resetting, the malfunction code did not recur. The customer was instructed to continue using the pump and to contact support again if the issue reappears, and they acknowledged and understood these instructions.